Event description:
It was reported that the customer was having issues with the threshold suspend feature on the insulin pump. The customer reported that the threshold suspend feature of the insulin pump had activated. The customer reported that she had received a sensor glucose reading of 60 mg/dl that turned the insulin pump off for two hours until she noticed. The customer's blood glucose was above 400 mg/dl when she later checked. Informed customer that the threshold suspend feature could not be adjusted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.